Manufacturer narrative:
Product 340-4128, lot no. Crf 10156001 is currently under recall #z-1444-2011.

Event description:
Info received alleges a constant air in line alarm and microbubbles in soft tubing segment, which is opaque.